Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a buckling upstream occlusion (uso) seal and a damaged latch lock sensor. The uso seal and latch lock sensor were replaced to fix the issue.

Event description:
The device was returned because there was broken case at the battery door. The results of the investigation found that the device's upstream occlusion (uso) seal was buckling. There was no patient involvement.